Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirts during priming. Blood glucose was unknown. Customer was also reported that insulin pump rejected new batteries and insulin pump grinds during rewind. The insulin pump will not be returned for analysis.